Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A function test of the returned device found the aiming beam shape was a complete circle. There was no visual damage of the returned device. Evaluation of the returned device has determined the fiber was not broken. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death or serious injury and there was no device malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
(B)(6). A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy +/- lasertripsy of stone calculus in the ureter/kidney +/- stent insertion, the cook® single-use holmium laser fiber registered as connected on the cook rhapsody h30 laser machine. The surgeon checked the aiming beam and found the aiming bean was not circular, indicating that their may be a fault in the fiber or the tip may be broken. The fiber was removed and a second fiber connected and used, with no fault. The issue with this device was discovered prior to making contact with the patient and it was not used. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.